Event description:
It was reported that this lead was left capped due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. This event is no longer reportable, since the patient was in constant atrial fibrillation (af). Therefore, it doesn't need an atrial lead, as it would not make the device work properly.

Event description:
It was reported that this lead was left capped due to unknown reasons. No additional adverse patient effects were reported. Additional information was received. This event is no longer reportable, since the patient was in constant atrial fibrillation (af). Therefore, it doesn't need an atrial lead, as it would not make the device work properly.